Manufacturer narrative:
(B)(4).the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with a broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case at display window corners, cracked battery tube threads, and a minor scratched display window.

Event description:
It was reported that the top portion of the insulin pump's reservoir compartment was partially chipped off and that the insulin pump did not hold the reservoir in place anymore. The blood glucose reading was 146 mg/dl, and the customer stated that she could not deliver insulin. She noted that every so often, the insulin pump would detach from her pants, but since it never hit the floor, she believed that the pull of the reservoir by the infusion set may have damaged that area of the insulin pump. Advised replacement of the insulin pump. Nothing further reported.